Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during normal use. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed. Found that the drive support cap was damaged. Unable to conduct the displacement test due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. The insulin pump received with cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.